Manufacturer narrative:
H4: the lot was manufactured between april 20, 2021 to april 21, 2021. H10: four (4) actual devices were received for evaluation. Unaided eye visual inspection was performed and a white solution leak inside the left side bottom shoulder port weld corner of all bags was observed. Functional leak test was performed which revealed a leak from the unsealed bottom left side shoulder port weld and filling the corner area of all samples. Magnified inspection verified a bottom shoulder port weld defect causing a leak only into in the bottom left side corner hanger hole area of all samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam located to the right of the medication port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.